Event description:
It was reported that the external pulse generator was dropped and the housing and ventricular connector were damaged. The generator was returned for service. It was analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the output connector and upper and lower cases were broken. It was also noted that the ring cover and two side bail covers were broken, the battery release, heart block, lead flex cover, and heart wire contacts were contaminated, one case screw and two side bails were missing, the battery contacts were compressed, the ring was bent, the battery drawer was broken, the keyboard pad was cosmetically damaged, and the display was out of specification with segments missing. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.